Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced feeling full and bloated coincident with use of the homechoice device for peritoneal dialysis therapy. The patient was connected at the time of the event. This occurred during dwell four of five of peritoneal dialysis therapy. The patient's dwell time was one hour and twenty-one minutes and the current ultrafiltration was -19ml. The fill volume was 1500ml. The technical service representative assisted to bypass to drain. The patient then drained 1547ml and the patient felt empty. The technical service representative advised the patient to let the registered nurse know about the issue encountered during therapy. The patient would continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.